Event description:
On 5/9/91 the ipp device was implanted. On 12/2/94 the left cylinder was revised. On 6/30/97 the cylinder was removed from the pt and replaced due to cylinder herniated - "the fabric broke which caused an aneurysm."